Event description:
Patient has been experiencing an increase in seizures and was also recently hospitalized twice due to dehydration, uti and pneumonia and is currently on antibiotics. The patients group home was questioning whether their symptoms were related to the vns. No other relevant information has been received to date.